Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in a stored untreated episode. Device data was sent to rhythmcare for review. Rhythmcare provided further troubleshooting options and recommended performing an x-ray. This system is expected to be replaced at a future date as the secondary vector is not a viable option. This device was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in a stored untreated episode. Device data was sent to rhythmcare for review. Rhythmcare provided further troubleshooting options and recommended performing an x-ray. This system is expected to be replaced at a future date as the secondary vector is not a viable option. This device was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.